Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the patient had reached eri, along with an allegation of dissatisfaction with the longevity of the ins battery. The caller stated the ins hadn't lasted as long as their previous devices. The caller inquired why the device was already at eri. The caller stated that the patient had 2 other devices that lasted two years longer. The caller confirmed they were replaced due to normal battery depletion. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient didnt' do anything different to have the ins hit eri prematurely. They had an appointment scheduled to replace the device on (B)(6) 2018. The issue had resolved and they had the new one put in. There were no further complications reported.